Event description:
It was reported to philips that the customer was unable to perform fluoroscopy. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the diagnostic procedure. The procedure was aborted, and it was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to produce fluoroscopy. Upon troubleshooting actions, fse checked the cooling unit, cleaned the oil filler, and replenished the oil. After repair, the system was returned to use in good working order. Few days later, the issue reoccurred. The philips service engineer replaced the cooling unit. After replacement, the system was returned to use in good working order.